Event description:
During surgery on (B)(6) 2009, the nurse picked up an incompass polyaxial screw out of the tray and the tulip head fell off. This was prior to loading the screwdriver. The screw was set aside and another screw was loaded onto the screwdriver and implanted into the patient. There was no surgical delay nor harm to the patient. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Product was not implanted. Evaluation is pending upon completed investigation of the product.